Event description:
A customer called MFR regarding a discrepant serum test result from a pt. The customer indicated that a pt had a serum sample tested with an icon 25 hcg test kit and the hcg result was negative. A week later, a urine sample was collected from the pt and was tested with an icon 25 hcg test kit. The hcg result was positive. An ultrasound was performed on the pt and the results exhibited a 12 week-old fetus. There has been no change to pt treatment that can be attributed to this event.